Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found the lead was cut in two pieces when returned. Insulation abrasion at 3.2 cm to 3.8 cm and 5.3 cm to 6.2 from the distal tip. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.